Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced under the lens. The lens is still in the loading area. The trailing haptic is misfolded under the optic. The leading haptic is extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. A plunger underride was observed. The root cause for the plunger underride could not be determined. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens would not deploy. There was patient contact, but no harm. Additional information was requested.